Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, and a different issue was identified.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250- 300 units of insulin during the load sequence. Customer¿s blood glucose level was 400 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy until a replacement pump arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.